Event description:
A report was received that the patient would charge his ipg for hours, but the battery would not get fully charged. A database analysis was done, and battery discharge was observed and revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters showed a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appeared to be working as expected. However, the physician still believed the ipg to be faulty. Patient underwent a revision procedure where the ipg was replaced, and is doing well post operatively.

Manufacturer narrative:
Product investigation of the returned device was unable to confirm the reported device allegation; therefore, root cause could not be determined.

Event description:
A report was received that the patient would charge his ipg for hours, but the battery would not get fully charged. A database analysis was done, and battery discharge was observed and revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters showed a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appeared to be working as expected. However, the physician still believed the ipg to be faulty. Patient underwent a revision procedure where the ipg was replaced, and is doing well post operatively.